Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient had elevated lactate dehydrogenase and dizziness and received intravenous fluids. Per the vad coordinator, the patient was explanted secondary to suspected pump thrombosis and was implanted with heart mate 3 on (B)(6) 2020.

Manufacturer narrative:
Device evaluation: thrombus was confirmed via the evaluation of pump and could have contributed to the reported hemolysis. The pump was returned with the driveline cut approximately 4¿ from the pump body and the severed portion was not returned. The sealed inflow conduit was returned and was secured to its respective pump port. The sealed outflow graft was returned but was unattached from the outlet elbow. Examination of the proximal side of the outlet stator revealed a large, tissue-like deposition situated in-between the outlet bearing ball and stator blades. The formation was not laminated but displayed evidence of denaturation. The presence of concentric contact marks on the rotor¿s outlet section further indicates that the deposition was present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of the driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. No further information was provided. The manufacturer is closing the file on the event.